Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (hemorrhagic stroke and cardiac arrest) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2016. The heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ lists neurological dysfunction and thromboembolism as potential postimplant complications. This section also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2021 after she woke up with numbness in lower limbs followed by total loss of muscle control. She had abnormal movements, fecal incontinence, and high fever (102*c). The patient had altered sensorium, dilated non-reflecting bilateral pupils, and was unable to move limbs nor respond to simple commands. CT scan showed large cerebral hematoma and intraventricular extension of bleed with mass effect and midline shift to the left 1.4 cm. Neurosurgery was consulted and the patient was intubated. De-compressive craniotomy and hematoma evacuation were suggested. The patient was administered fresh frozen plasma and vitamin k to reduce international normalized ratio (inr). However, there was no further escalation of therapy. The patient passed away from cardiac arrest on (B)(6) 2021, related to hemorrhagic stroke. CPR was performed but the patient could not be resuscitated.